Event description:
It was reported that during a stenting treatment procedure withdrawal resistance occurred. Access was obtained via the right femoral artery. The 80% stenosed, 3.0x20mm, eccentric, denovo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A kinetix guidewire was advanced to the lad and the lesion was predilated with an apex balloon. A promus stent was then successfully implanted in the lesion and post dilation was performed with a nc quantum balloon. When the physician attempted to remove the kinetix guidewire at the end of the procedure, he experienced withdrawal resistance and had to use more force than usual to remove the wire and had to "drag" the device. No additional issues were noted with the wire and the procedure was completed. No patient complications were reported with the patient's current condition listed as okay.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).